Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he patient had a revision. The patient stated they had their system removed as it hadn't helped. Patient didn't remember when this occurred, but stated up to 6 months ago. Patient reported their therapy had not helped and they had their system removed. No further complications were reported or anticipated.